Event description:
It was reported by the patient that after the device setting was adjusted at the physician¿s office, the patient noticed an erratic change with increased heart rate. The patient questioned if there was something wrong with the device since the programming change. The patient was encouraged to contact their physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2012; 5076-52 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).